Event description:
It was reported that a remote monitor report was performed for this patient and it was noted that the atrial lead impedance has almost doubled in approximately one year, remaining within normal range. The trends show a steady increase in the past year and the sensing and threshold remain stable. Technical services (ts) reviewed the device data and the impedance increase was confirmed, however, it appears to be potentially stabilizing. It was also discussed there is no noise observed in the right atrial (ra) lead and it was recommended to perform high output pacing if clinically acceptable. Further troubleshooting options were provided. Received additional information this right atrial (ra) lead exhibited a high out-of-range pacing impedance measurement of 2,010 ohms triggering a lead safety switch (lss) to unipolar on the cardiac resynchronization therapy pacemaker (crt-p). Stored atrial tachy response (atr) episodes show oversensing of atrial lead noise and the intrinsic amplitude measured below the programmed sensitivity. Further review of the atrial lead is recommended. At this time, the lead and device remain in service. No adverse patient effects were reported.